Manufacturer narrative:
Unit received with intermittent button response due to corroded keypad traces. Unable to verify low reservoir alarm due to intermittent button response. No ramping numbers anomaly noted.

Event description:
The customer reported via phone call that he had issues with the insulin pump's buttons. Customer's blood glucose level was 48 mg/dl. The customer treated his blood glucose level with food. The insulin pump alarmed low reservoir. He was unable to clear the low reservoir alarm because the act button was unresponsive. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.